Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right ventricular lead into the device header. The pulse generator was no longer used and a new device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.